Event description:
Coopervision frequency 55: contact lens went bad after 2 to 3 weeks. They would get cloudy and move around eye. Repeatedly tried new saline solutions, rewetting drops and cleaning techniques. Eventually the contact would deteriorate after repeated cleaning. Bits would come off the edges. And most worrisome was discharge from eye after removal. It reminded me of heavy pollen season when I would get a lot of sticky discharge than crusted around eye. Dates of use: (B)(6) 2011. Reason for use: nearsighted.